Manufacturer narrative:
A complete catalog #, expiration date, and serial #'s: unknown, not provided. If implanted, give date(s): unknown, not provided. If explanted, give date: not applicable (na) as there is no indication that the lenses were explanted. (B)(6). It was indicated that the devices are not returning for evaluation as to date they remain implanted; therefore a failure analysis of the complaint devices cannot be completed. The serial numbers for the devices are not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date(s): unknown, because the serial numbers were not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion into the eye of the zcb00 intraocular lens (iol) the haptics stuck to the optic. Reportedly, the surgery took additional time because the surgeon had to try and unstick the haptics from the lens. No patient injury was reported. No further information was provided. The issue was reported for unknown quantities of zcb00 lenses.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.